Event description:
It was reported the system's fiberlife function kept activating at 282,257 joules during a prostate procedure. The case was completed using another fiber. There was no report of patient injury.

Manufacturer narrative:
The customer's initial report: continued activation of the system's fiberlife function. Fiber analysis: the fiber's metal and glass cap(s) were found to be detached, the fiber broken proximal to the fiber/cap fusion zone; the fiber cap was not returned by the customer. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the patient. The fiber condition would likely result in activation of the system fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap conditions could result in forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. (B)(4).